Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 1500 instrument. Quality controls (qcs) were within acceptable ranges on the day of the event. A siemens specialist remotely ran service method tests (smts) on the instrument; the sample 2 (s2) mixer result and reagent alignment results recovered out of specifications. Siemens customer service engineers (cses) were dispatched to the customer's site multiple times. During these visits, the cses: ran alignments; replaced the reagent 2 (r2) mixer, s2 arm mixer assay, and s2 mixer; adjusted bottom of cuvette alignments to both sample 1 (s1) and s2 probes; ran qcs, quickcheck, and check 1, which recovered within specifications. Siemens further investigated the issue and determined that inadequate sample mixing potentially contributed to the discordant, falsely low co2 result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 result.